Event description:
It was reported that the insulin pump alarmed no delivery and the customer's blood glucose levels were above 500 mg/dl. The customer was spilling ketones, and was taken to the hospital for treatment. The father was unable to clear the no delivery alarm. Therefore no troubleshooting was done and the insulin pump was replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.